Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set tubing was leaking at the site on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The infusion set was in use for eight hours. No further information was available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.